Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 86 months ago. Aneurysm and vessel morphology at the time of implant were not reported; however, 1 month ago, the vessel morphology was reported as moderately tortuous and mildly calcified. Appropriate seals to the vessel wall without endoleaks were noted at the time of implant. It was reported that approximately 1 month ago, a type iii endoleak was observed through the fabric at the top of the main bifurcated graft, likely in its unsupported section. The physician elected to reline the bifurcated graft with a talent aui (aorto-uni) graft, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Other (secondary intervention required ) - evaluation results: (endoleak), (moderate tortuosity of the vessels).